Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 had jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 4 had jammed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was jammed. A field service engineer replaced the broken slide rail (left side ¿ front view). Drawer recovery was successful thereafter. The station was tested using the hardware test application (hta), and the passing results were saved, the drawer was accessed via the inventory application, and access was successful. The system functioned as intended after the field service engineer repaired the device.